Event description:
The surgeon squeezed the handle and the device was difficult to toggle. The surgeon noticed the needle had broken in half and had fallen into the pt's cavity. Surgeon retrieved the needle fragment from the pt. Procedure: lower gastric bypass.